Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the log files. The provided log file, as well as a log file extracted from the system controller, collectively contained data spanning approximately 1 day ((B)(6) 2024 ¿ (B)(6) 2024 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A controller fault alarm was observed on (B)(6) 2024 correlating to an overvoltage condition, and the alarm remained active throughout the remainder of the data. While the controller fault alarm remained active, several atypical power cable disconnect and no external power alarms were intermittently observed correlating to the voltage in one or both power cables dropping below the alarm thresholds. The returned system controller (serial number (B)(6)) was observed to have a few cuts in the white power cable upon arrival. Upon manipulating the cable around this area, atypical power cable disconnect alarms were reproduced during testing; however, the controller still operated the mock loop as intended. The white power cable was stripped near the damaged area, and its clear wire was observed to be damaged underneath the cuts in the outer jacket. The observed damage to the clear wire caused it to intermittently short to the cable¿s shielding which could cause the alarms observed in the log files and the alarm reproduced during testing to occur. The root cause of the reported event was determined to be damage to the clear wire within the white power cable; however, the root cause of how the power cable and wire became damaged was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient had an audible alarm when connecting to their mobile power unit (mpu) and to their power module. There was no indication of alarm on lights. No alarms were noted on their system controller, monitor or on device interrogation. It was noted that the alarm occurred when the patient was connected to the white power cable only and when connected to black power cable only. Log file review was requested and there were no unusual events recorded in the log file event history. Follow up log files were submitted on 14-jan-2024 for a second occurrence, and it was reported that there were controller faults. The site noted that this was the second controller in 2 days that had been traded out due to a controller fault (with yellow wrench) alarm. It appeared when the patient attempted to transition from battery power to wall power on 13-jan-2024. The system controller was exchanged, and the patient was given a replacement mpu. The patient stated that they noticed static electricity, including in the blanket on their bed where they were exchanging power supplies. The device function remained within normal limits. The event log file for system controller hsc-137208 recorded a controller internal fault alarm associated with a (f24) boost_ov fault flag. Technical services noted that the event may have been associated with a high voltage event. Motor function was not affected by these events. No further issues were reported after replacing both controllers and the mpu. Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.